Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed batter out limit and would not exit the fill cannula process during a set change and was unable to finish priming. Frozen display troubleshooting was performed. The time on the clock advanced when monitored for one minutes. Button error/keypad anomaly troubleshooting was performed. There was no findings and no significant event leading to the keypad issues. Troubleshooting for battery out limit was then performed. Alarmed occurred during normal use. Customer was assisted with clearing the alarm with esc and act, reprogramming time/date, and fixed prime. The insulin pump was working after a prime/rewind troubleshooting. Fill tubing process was successful. A replacement battery cap will be sent and the customer was advised to monitor the insulin pump. During troubleshooting the customer mentioned that they experienced a high blood glucose of over 400 mg/dl as the customer was disconnected from the insulin pump for six hours. The customer stated that the meter they had did not read any higher than 400 mg/dl. There was no troubleshooting for the high blood glucose reading. The insulin pump will not be returned for analysis.